Event description:
This pt had two cypher stent placed in the isr of a penta stent and a cto in the mid left anterior descending artery (lad). Three days later, the pt complained of chest pains. Cag was conducted and thrombus was confirmed in the implanted cypher stent and distal to it. Poba was conducted with a balloon (3.0 x 8mm) at 18atm (5) times. Iabp was also inserted. This pt was admitted to the hospital for cardiac catheterization. The pt was currently taking aspirin and ticlid. The pt was taken electively to the cardiac cath lab, where angiography revealed an 100% instent restenosis (approximately 30mm long) of the previously placed 3.0 x 28mm penta bare-metal stent in the mid-lad. A bolus of 7,000 units of heparin was administered via IV. No act's were measured during the case. There were no difficulties in accessing or wiring the vessel noted.